Event description:
During patient care, the fio2 was increased on the ventilator from 23% to 28%. It was noticed that the patient's ventilator flow waveforms were altered (multiple sharp peaks right next to each other). The patient circuit was assessed and troubleshooted. When the inspiratory side of the circuit (the part between the vent and the heater) was held, a strong vibration was felt. When the fio2 was decreased back down to 23%, the vibration stopped and the waveforms went back to baseline. The patient remained calm during this with stable vital signs. Attempted to increase and decrease the fio2 multiple times. Each time, when the fio2 went above 28%, the waveforms were distorted and the vibrating started. It seemed like something was rattling at the oxygen sensor. While troubleshooting, the vent was slid out (to access the expiratory cassette). No vibrating was felt. When it was pushed back in, the vibrating did stop. The vent was pulled from patient use, red-tagged, and placed in the dirty equipment room in the nicu.